Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter and test strips;meter is functioning properly; test strips did meet the performance testing. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120-140mg/dl fasting. Verified the strips expire 7/31/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 391mg/dl and 493mg/dl fasting. Reviewed meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120-140mg/dl fasting. Verified the strips expire 7/31/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 391mg/dl and 493mg/dl fasting. Reviewed meter memory: (B)(6).